Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause of the overdose symptoms was a medication error having nothing to do with the pump. The reporter was unsure of the error. No further patient complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid, dose and concentration not reported via an implantable pump. The indication for use was spinal pain. It was reported that the patient showed up to the ed (emergency department) with signs of lethargy, overdose symptoms. The reporter was unsure if any environmental, external or patient factors that may have led or contributed to the issue but the physician wanted to turn down the dilaudid to eliminate that as the culprit. The troubleshooting/diagnostics were reported as the physician took care of the issue, simply wanted the company representative to walk through how to turn down the pump. The managing physician had the company representative call the emergency department physician. The actions/interventions taken to resolve the issue was reported as the physician asked the company representative to help over the phone to turn the pump to minimum rate. It was unknown if the issue was resolved over the phone. Surgical intervention did not occur and was not planned. The patient status was noted as alive, no injury and no further patient complications were reported.